Manufacturer narrative:
No button error alarm noted during testing. Device had unresponsive buttons due to flattened act buttons dome switch. No unlocked j2/lcd keypad connector noted. Unable to perform rewind test, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and displacement test due to unresponsive button.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump was not working very well. Customer also stated that some times the buttons were not responding very well and they experienced the low blood glucose and sometimes high blood glucose. Customer stated that act button was not responding. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.